Event description:
As reported to coloplast, the testicular malfunctioned and was defective, due to leakage.

Manufacturer narrative:
One testicular device was received for evaluation. Examination and testing of the returned component revealed a separation between portions of the shell of the device. Microscopic examination of the surfaces revealed a central groove indicating contact with sharp instrumentation such as a needle. Because these components were released according to manufacturing and quality control procedures, it is concluded that the observed instrument separation on the shell occurred subsequent to the device packaging being opened. As the device was never implanted, it is concluded that the instrument damage likely occurred during the filling process prior to implant.